Manufacturer narrative:
Updated fields: b4, e1(email address), e2, e3, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), the aware date reported in the initial report was submitted incorrectly. The aware date should read: 22oct2021 all functional and safety checks were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge authorized representative evaluated the iabp unit and was unable to reproduce the reported issue. The engineer used the simulator to send ECG signals, the signal transmission is normal. The display, actual test signal, function of machines, wire transmission signal, and simulator were tested, and were all normal. The engineer cleaned the ECG seat and cross used another unit to be sure the involved unit worked correctly. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) responded with no ECG signal. There was no patient involvement, and no adverse event reported.